Manufacturer narrative:
(B)(4). Batch # n55202. Ecr60d: batch # n55202, mfg. Date 6/16/2016, exp. Date 5/16/2021. Additional information requested and received: did the metal piece fall off the cartridge when removing the cartridge from the device? Yes, installed the reload correctly, but could not fire, then removed the reload, and found the metal piece fell off. Did any staples deploy? Yes, a little. Did the device deliver any cut line? Yes, a little. Was the cut line and staple line equal in length? Unknown. The analysis results showed that one ecr60g and one ecr60d reload were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, the cartridge was received with the pan dislodged. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, could not fire with ec60a after fired a little on the fourth firing, and the sheet metal fell off the reload. This event re-happened on the seventh firing with reload "(ecr60g)". Another like product was used to complete the procedure. There is no report on the patient's injury. There were no adverse consequences for the patient.